Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 10mm amplatzer septal occluder was chosen for implant. During procedure, a cobra deformation was seen during deployment when the device opened in the left atrium. The device was removed from the patient, and the deformation was seen again when the device was opened outside of the patient. A new unknown device was used to complete the procedure and to correct the atrial defect. No adverse patient effects were reported.

Manufacturer narrative:
An event of device deformity could not be confirmed. Three images were received from the field which appeared to how a used occluder deployed from the loader in a deformed, cobra, conformation; however the device met functional and visual specifications upon examination at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Information from the field indicated that the size of the delivery sheath that was use was a 7f delivery system and the recommended size is a 6f, per the instructions for use. Based on the information received, the cause of the reported incident could not be conclusively determined, but may have been caused by attempting to implant the device with a larger than recommended delivery system. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2022, a 10mm amplatzer septal occluder was chosen for implant. During procedure, a cobra deformation was seen during deployment when the device opened in the left atrium. The device was removed from the patient, and the deformation was seen again when the device was opened outside of the patient. A new 9mm amplatzer septal occluder lot 6370266 was used to complete the procedure and to correct the atrial defect. There was no angulation or kink noticed in the delivery system noted, and no interaction with cardiac structures during deployment. The patient is discharged. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. Subsequent to the previously filed report, additional information was received that the device was implanted using a 7f amplatzer torqvue delivery system.